Event description:
A malfunction on the pump was reported. Due to the issue, the customer¿s blood glucose level exceeded 500 mg/dl, with the value displayed as "high." The customer addressed the high blood glucose by administering a correction bolus via the pump without requiring third-party assistance. Technical support was set to replace the pump, and the caller had reset the pump on her own. No fault ID was available to confirm.